Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not turning on--the device was not operating on alternating current (ac) power or charging the battery. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to report that the device was not turning on--the device was not operating on alternating current (ac) power or charging the battery. The remote service engineer (rse) informed the bme of the latest version of the service manual. The bme disconnected the white molex connector on the power management (pm) printed circuit board assembly (pcba) and confirmed that the 24-volt power supply was within specification. The rse advised the bme to review the service manual to confirm that the power supply was operating within specification. The bme reported that the device started working after reconnecting the molex connector, and the v60 battery was 12.9 volts. The bme also confirmed that the power cord appeared to be functional. The rse provided the customer with the part numbers and prices of the replacement power supply, pm pcba, and power cord for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 08jan2025, 23jan205, and 03feb2025 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.